Event description:
It was reported that thrombosis and movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged on dual antiplatelet therapy (dapt). During a routine 45-day follow-up transesophageal echocardiography (tee), a massive non-mobile device related thrombus (drt) was noted on the face of the closure device. The thrombus is highly pedunculated, stalk-like and was slightly biased towards the limbus. The device also appeared to be slightly tilted and proximal to the original implant position. No leak was noted. The patient was put on systemic anticoagulation.